Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed and found the customer reported physical damage on the back of the pump. No harm requiring medical intervention was reported. Mmt-1810 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked reservoir tube, broken belt clip rails, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed at the back of pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.